Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing significant recharge burden. The patient underwent implantable pulse generator (ipg) replacement procedure. The explanted device was disposed per facility policy.